Event description:
A customer in (B)(6) reported false susceptible cefepime results for escherichia coli strains from five (5) patients, in association with the vitek® 2 ast-gn09 test kit (lot 1060543103). The customer reported that the ast-gn09 card gave a cefepime false susceptible result twice, and the kirby-bauer disk test was resistant. The five (5) patient strains were from different sources (blood, urine, sputum, urine, csf). These strains were then sent to (B)(4) biomerieux and further testing was performed. The strains were tested using the vitek 2 ast-gn09 ((B)(4)) and ast-n334 ((B)(4)) cards, atb (biomérieux reagents), and broth microdilution (bmd). The results for ast-gn09, ast-n334, and atb were susceptible when compared to bmd which was resistant. The customer stated there was no impact to the patients. It is not known which results were reported to a physician. There is no indication or report from the hospital or treating physician to biomérieux that the discrepant result led to any adverse event related to the patient's state of health. A biomérieux internal investigation will be initiated.

Manufacturer narrative:
A customer from (B)(6) submitted five escherichia coli strains for cefepime (fep) evaluation because two lots of ast-gn09 cards and one lot of ast-n334 cards gave susceptible results for these strains. Kirby-bauer and broth microdilution gave resistant results. Identification of the isolates was confirmed, and testing included two customer lots of ast-gn09 cards (1060699203 and 1060543103) and one random lot of ast-gn09 cards. Agar dilution (ad), the reference method for fep02n, the fep formulation found on the ast-gn09 card, was performed. For isolate 911689: one customer lot (1060543103) of ast-gn09 cards gave an mic<=1; the second customer lot (1060699203) and the random lot of ast-gn09 cards gave mics=2. For this lot of ast-gn09 card, which gave a fep mic<=1, card and reference method results are more than one doubling dilution apart, which is an essential agreement error for the vitek 2. In summary: for the fifth isolate (911689), this strain is atypical and exhibited essential agreement errors compared to reference method with the vitek 2 ast-gn09 card for this lot (lot 1060543103).